Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information noted that the ventricular lead continued to exhibit noise. The lead was capped and replaced on (B)(6) 2015.

Event description:
It was reported that an asymptomatic patient presented to the clinic, upon interrogation the right ventricular lead exhibited noise and over sensing. The noise could be reproduced with isometrics. It was also reported that the lead had a polarity switch in july exhibiting high impedances. The patient would be monitored.